Manufacturer narrative:
Blood residue was observed inside the exposed portion of the soft cannula. Corrosion was observed on the pcb of the device. An internal leak was observed along the fluid path of the cannula assembly. During the leak test, fluid did not exit the distal tip of the soft cannula and instead diverted and exited through a tear on the unexposed portion of the soft cannula. The batteries were corroded and depleted due to the leak inside the device. The internal leak affected the device's ability to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 380 mg/dl while wearing the pod between 4 and 24 hours on the leg.